Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a 9f amplatzer torqvue delivery system was used in the sealing operation of patent foramen ovalis performed in their hospital. The following problems occurred during use: during the pfo closure surgery, an 9f delivery system was used. After opening it, it was found that the head of tube had cracks and was leaking. A new 9f amplatzer torqvue delivery system (itv) was opened and the surgery was successful without complications.